Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - unknown. Date explanted - unknown. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01077 & 01078).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. A revision procedure was performed on an unknown date to remove and replace the modular head for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2014, due to patient allegations of pain and a cobalt allergy. The modular head was removed and replaced.